Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that bio-console 560 had a leak and pressure relief issue and not passing flow measurement test. Replacing the flow module and system controller pcb did not correct the problem. Unit will be sent to the service depot for further evaluation. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console 560 controller instrument had a flow issue, and will not pass flow calibration measurements. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Correction device evaluation summary: field repair: during preventive maintenance by service technician, it was observed that the instrument was not passing the flow measurement test. Replacing the flow module and system controller pcb did not correct the problem. The instrument will be sent to the service depot for further evaluation. Preventive maintenance was performed as per specification. Correction h6.1 (device codes (fdd/annex a)): this field has been updated. Device evaluation: depot repair: the reported flow issue was verified during service. The service technician confirmed the reported flow issue. The issue was resolved by replacing the power supply. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that an error warning message did not appear. There was no safety systems in use (level sensor, bubble detector, and/or autoclamp). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.